Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced discomfort at the implant site and felt ¿jabbing/poking¿ in their chest around the implant. It was further reported that there was potential migration of device. The icm was repositioned and remains in use. No further patient complications have been reported as a result of this event.